Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results): 2 devices: part/component/sub-assembly term not applicable / mechanical problem identified. 1 device: latch / dust or dirt problem identified. 1 device: chassis/frame / device migration. 3 devices: chassis/frame / mechanical problem identified. 1 device: chassis/frame / deformation problem. 1 device: latch / device migration. 1 device: chassis/frame; joint / mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 10 malfunction event(s), where it was reported the device experienced foot section does not latch/lock (false latch). No adverse consequence or clinically relevant delay in treatment was reported.